Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error. The customer blood glucose level was 167 mg/dl. The customer stated that the motor arm cannot communicate with the main arm. The customer also stated that they received hardware low level failures alarm during self-test. Troubleshooting was performed, customer was able to successfully clear the alarm, but self-test did not pass. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, the motor arm cannot communicate with the main arm. And hardware low level failures confirmed in pump history due to broken trace at pins keypad assembly. Unable to verify sensor feature due the motor arm cannot communicate with the main arm. And hardware low level failures.